Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The customer contacted beckman coulter inc (bec) to report a leak from the wash buffer reservoir on the access 2 immunoassay system. The customer did not report any affect to the end user, patient, or patient results in association with this event. The customer inspected the tubing for cracks and leaks but none were noted. On (B)(4) 2011, a bec field service engineer (fse) was dispatched and found the wash buffer reservoir was overfilled. The fse removed excess wash buffer ii and reseated fittings. A new fitting was ordered for the customer to replace. The fse cleaned a jammed belt on the instrument and replaced all clips. Ran system check which was within range. Qc results were also within specification. A clear root cause is undetermined for this event based on the available information.